Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal branch. A 3.00 x 20mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were noted to be lifted up. The procedure was completed with a 3.0x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.